Manufacturer narrative:
(B)(4). Additional manufacturer narrative: late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Unfortunately, the root cause of this event cannot be confirmed without the sample device.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 7 years and 4 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to endocarditis with severe aortic valve regurgitation. According to the op report provided, the patient had starting being in very bad shape with increasing creatinine and had severe septic endocarditis. He had been on antibiotics for awhile and had an abscess mass on the mitral valve. It was noted that the patient had two previous surgeries and had a muscle flap for chest closure in the past. It was decided to proceed with aortic valve replacement. The patient had an aortic root abscess below his old graft. The aortic valve prosthesis was "demolished" by infection. The old infected valve was removed and the annulus debrided. The explanted device was replaced with a new edwards prosthetic valve.